Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer's blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.